Event description:
It was reported that an external pulse generator displayed an error and then the device wouldn't power up. The battery voltage was found to be insufficient by the biomedical engineer. The battery was replaced and the issue was resolved. The biomed was unable to duplicate the error. The device was put back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.